Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The issue resulted in the customer's blood glucose level reaching 416 mg/dl, but there was no adverse impact since the level did not exceed significantly high thresholds. Reportedly, the customer changed the infusion set and cartridge, and resumed insulin use without requiring third-party assistance.